Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The japan customer reported "uneven staining". The field service engineer (fse) serviced the instrument and found the pressure of the buffer pump was higher than the specified value. Buffer leakage was observed from the probe. The fse replaced the buffer pump, aspiration and dispense check valve, and probe which resolved this malfunction. The customer was able to complete testing. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.